Event description:
It was reported that 1 device was used during a colon resection. It was reported by the rep that the ax55g instrument was fired across tissue on the colon. When the surgeon pulled (squeezed) the white closing trigger, the staples fired from the cartridge. Since the instrument was not closed fully, the staple line did not properly form. The surgeon didn't remember if he closed the white closing trigger all the way. Another ax55g instrument was used, which fired properly, to complete the case. There was no consequence to the pt. The device was discarded.